Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The magnet rate was 82.6 ppm. On june 15, 2006, the device was determined to be at eri. The device appeared to be pacing normally at 62 ppm.